Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'intermittent upper occlusion alarm'. The error was not able to be reproduced due to a reload set message during testing. A review of the event history log identified the presence of multiple 'upstream occlusion!' Alarms as evidence of the reported problem. The evaluator found a failed ultrasonic sensor, which is a known cause of false upstream occlusion alarms. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an intermittent upper occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.